Event description:
Lap 2nd stage gastric bypass procedure. Pcs21 was fired and pc read "firing incomplete" message. Device was removed and anastomosis appeared to be incomplete. Anastomosis fell apart. A new anastomosos had to be created using another device to complete case without further incident.